Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older initial reporter facility name: (B)(6) medical center device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There is an inner shaft puncture hole 11mm from the proximal markerband. The puncture hole is consistent with damage seen with the use of a guidewire. The shaft is kinked 5mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.